Event description:
It was reported that a 9xt manual wheelchair's wheel locks were not working causing the user to fall when trying to get into the seat. The user broke her eye glasses and got a small bruise near her eyebrow.